Manufacturer narrative:
Product event summary the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure, venogram showed multiple tortuous posterior, and lateral branches. Only one anterior lateral branch could be wired. The lv lead was advanced into the vessel. No capture was noted in multiple configurations. The physician then attempted to gain access into the middle cardiac vein but was unable to get beyond a bifurcation. The case was abandoned, and the plan is for an epicardial lv lead placement at a later time. No patient complications have been reported as a result of this event.